Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was returned from the hospital with a note advising that it did not work accordingly and should have been returned to the warehouse for disposal. The lead was not implanted. No patient complications have been reported as a result of this event.